Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2008; inratio: 1.0, 1.1, 1.1; lab: 2.0, 2.0, 2.3. Caller alleges imprecision with inratio. Results as follows: first test inr = 1.1; second test inr: 1.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For all 3 data sets, the inratio values are not within the confidence limits for inr testing. For the 1st data set, the lab value is not within the confidence limits but the values for the 2nd and 3rd are. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. Inratio precision data provided by end-user lot: 070415. First test inr = 1.1; second test inr = 1.0. Mean = 1.05; sd = 0.07; %cv = 6.73. The %cv is less than 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and further testing is required at this time.